Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test alarm, the main arm cannot communicate with the motor arm alarm or hal software error detected alarm noted during testing. The audio tone or beep functioned properly. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got multiple pump error including software error. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was unable to rewind the insulin pump. The insulin pump was returned for the analysis.